Event description:
The customer reported that the device was reading characters correctly. There was no report of pt impact of involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device display was reading characters correctly. There was no report of pt impact or involvement. Philips evaluated the device and verified the reported symptom. The control pca to keyscan pca ribbon cable was replaced to resolve the issue.